Manufacturer narrative:
Other, other text: d4: lot number, expiration date and h4: device manufacture date is unknown, as no valid lot number was provided. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the "baby in ohf mode no longer vibrates according to its position". The nurse was forced to hyperextend, with the intubation tube pulled upwards and to modify its position constantly so that the child could be ventilated. This resulted in an increase in demand depending on the child's position. Clinical consequences as desaturation, bradycardia, increased oxygen requirements were reported and the outcome of the event was resolved.